Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Based on the results of the investigation, it is likely the connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: "* accumulated stress over time which caused the connector to get loose * unintentional impact to the connector with something hard." Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ and ¿warning -do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No device was returned to olympus. The biomedical engineer at the user facility ordered the necessary parts for replacement of the broken gray colored connector. The investigation is ongoing; however, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
Olympus was informed by the biomedical engineer at the user facility reported the automatic endoscope reprocessor machine has one broken gray colored connector that needs to be replaced. The event was found during reprocessing. No death, injury or harm was reported to olympus.